Event description:
It was reported that the asymptomatic patient presented to the operating for implant procedure. During procedure, it was observed that the right ventricular lead exhibited capture anomaly. The lead was explanted and replaced successfully. The patient¿s condition before, during and post procedure was stable and would continue to be monitored.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.